Manufacturer narrative:
E1; patient city; (B)(6). Patient country; spain.

Event description:
Unomedical reference number: (B)(4). Event occurred in spain. It was reported that the pump detected an occlusion that prevents the flow of insulin on (B)(6) 2024. Issue occlusion in the tubing kinked/bent tubing bending/straining tubing where it connects to reservoir. No further information was available.